Event description:
Healthcare professional reported 'problems with the allergan prosthesis' and later confirmed capsular contracture grade IV, 'free fluid', and rupture diagnosed via MRI. Device remains implanted. Record relates to the right side.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, h6, h11.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV and seroma.

Event description:
Healthcare professional reported 'problems with the allergan prosthesis' and later confirmed capsular contracture grade IV. Device remains implanted. Record relates to the right side.